Manufacturer narrative:
Findings: unit alarmed compromised force sensor during the displacement test due to motor high current draw. Pump received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump alarm prime rewind. Customer's blood glucose was 137 mg/dl. The customer stated they are receiving a compromised force sensor alarm. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap appears normal. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.